Event description:
Customer reports lancet protrudes from end cap of the softclix device. Customer also stated the lancet would not retract from customer's finger (no medical treatment required). No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.